Event description:
It was reported that the patient stimulation system was removed in 2012 or 2013, the patient could not remember. The battery was coming out of the skin, and the leads were also removed because they were growing tissue behind them and they began to paralyze her. The patient had 50% or greater symptoms reduction. The generator eroded through the skin. The patient recovered without permanent impairment. The issue was device related, at the side of the device.

Manufacturer narrative:
Concomitant:: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).